Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1600565 investigations did not show issues related to the complaint. The device is unavailable for investigation. The manufacturer will continue to monitor and trend related events.

Event description:
A laparoscopic cholescystectomy was being performed when staff opened the auto hem-o-lok in the surgical field. When attempting to use the device, it was noted that the clips were not loading properly. It was reported that the clips were just falling out of the device, but not engaging and loading. This caused the device to misfire. Staff then removed the item from the sterile field and another (non-automatic) hem-o-lok device was opened. The case proceeded as planned with the non-automatic hem-o-lok device. The patient's condition was reported as fine.